Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Component code: g07002 ¿ device not returned. Clinical code: e2402 ¿ late wound complication. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via 2210968-2023-02070 and 2210968-2023-02072. Citation: mccombie am, osborn d, roberts r. An observational study of short- and longterm complications including pain after onlay mesh umbilical hernia repair. Int j abdom wall hernia surg 2021;4:174-80. Doi: 10.4103/ijawhs.ijawhs_9_21.

Event description:
Title: an observational study of short- and long-term complications including pain after onlay mesh umbilical hernia repair. This is a longitudinal study measuring short- and longterm complications as well as pain in patients with uh. A prospective database of patients having uh repairs was maintained in a private two surgeon practice from march 13, 2003 to march 27, 2019. Two different techniques for onlay mesh placement were used. Surgeon a (86 patients) closed the primary defect with a permanent suture and then placed an onlay mesh which was secured at the margins using interrupted sutures . Surgeon b (260 patients) used interrupted braided permanent sutures (0 ethibond) placed through the edge of a folded circle of polypropylene mesh(ultrapro) to close the primary defect and then the mesh margins were secured with 2/0 prolene sutures. Reported complications included seroma (n=27), wound infection (n=13), hematoma (n=11), developed combination of hematoma +infection+seroma (n=4), recurrent hernia (n=3), pain (n=57), late wound complication (n=9) in conclusion onlay mesh repair for umbilical hernia repair can be performed with low rates of chronic pain and low recurrence rates; however, surgical site occurrences remain common albeit easily treatable.